Event description:
The customer reported during the operation, the system suddenly shut down when the fluoro xray foot switch was pressed. The customer then reboot the system and the system began to operate as intended.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.